Event description:
It was reported that prior to a procedure (case date type information was not provided) the unit experienced, "temporary shut down issues". No negative impact in state of health reported.

Manufacturer narrative:
The device was returned to our us facility, however will not be forwarded to the manufacturing site, as it was repaired as requested by the customer. Should relevant additional information/investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID: (B)(4).

Manufacturer narrative:
Device evaluation: during the investigation, the error description provided by the customer, "shut down issues" could be confirmed. The cause of the customer's issue can be determined to an individual failure within the mainboard due to an electronic component defect. The additional reported wear of the x-link camera head connector is independent from the issue reported by the customer. The corresponding IFU 072usa_en_v1.1_IFU_FDA contains the following warnings on page 6 and 7: "warning: test this device prior to each surgical procedure to ensure that it functions correctly. The device should not be used if" "warning: the device may be subject to random failures. Always keep a spare device at hand if the device is essential for your intervention." The above investigations did not reveal a root cause related to the labelling, the device, or its history. All production-related quality checks were passed, and no non-conformities were identified in the device's manufacturing records. The complaint history did not reveal any pickup in similar complaints; no trend was identified. The event is filed under internal karl storz complaint ID: (B)(4).